Event description:
It was reported that the patient underwent a left knee procedure. Subsequently, the patient has experienced pain, swelling, stiffness, and clicking since the procedure. The patient's physician thinks they have nerve damage. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown - unknown articular surface - unknown. Unknown - unknown femoral component - unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, associated reports: 0001822565-2022-01829, 0001822565-2022-01830.